Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: there were multiple loss of prime warnings observed in the black box. The pump was exercised for 24 hours with no prime issues being duplicated. The force sensor calibration check passed. Unrelated to the initial allegation, the battery compartment was cracked. The display screen was dim and discolored. The battery cap had stripped threads.